Manufacturer narrative:
The used company iii (d) cartridge was returned. The returned cartridge is a cavity 173. Viscoelastic was observed in the cartridge. The tip of the cartridge had medium stress. The cartridge had evidence of placement into a handpiece. The used company iii (d) cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted. The cartridge was top coated. Non-coated areas were observed on the sides of the nozzle. The lens was returned in the lens case. Viscoelastic was dried on the lens. The lens was cleaned with klrp for further evaluation. The lens has two stutter scratches on the posterior surface in the travel path. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The used company iii (d) cartridge returned for this complaint was observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. This mold attribute was discovered during an internal review, and all product manufactured with cavity 173 company iii d cartridges were placed on hold as part of that investigation. However, a cavity mix occurred at the supplier, resulting in cavity 173 cartridges being inadvertently released within a cavity 175 batch. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The root cause of the cavity mix was determined to be inadequate line clearance / process controls at the molding vendor packaging operation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens was scratched. The iol was not implanted, and a new iol was used to complete the procedure. The surgeon noticed the issue while advancing the iol through the nozzle of the cartridge, decided not to proceed with the insertion, and removed the affected iol before it was implanted. Additional information received stating that there was no patient contact. The replacement lens was used to complete the procedure. There are two medical device reports associated with this report. This file is 1 of 2.